Event description:
Additional information was provided by the customer. The fault was noticed after the completion of the procedure, during the preparation for the second case. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the unit not delivering co2 as intended was confirmed. The cause was attributed to a circuit failure. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit was not delivering co2 as intended and it restarted. The issue was discovered during device inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.